Manufacturer narrative:
Complaint conclusion: during an unknown procedure, the 25mm xd palmaz genesis stent fractured during expansion by a competitor balloon at 14 atmospheres (atms). The stent fractured in situ in the lpa (left pulmonary artery), and the fractured pieces cannot be taken out. The fracture was confirmed by fluoroscopy. A second stent of the same size was implanted on the top to reinforce the stent. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU (instructions for use). There weren¿t any anomalies or other damages noted to the device or packaging. The stent was originally placed at the facility. The target lesion characteristics were unknown. The stent was not implanted in an actively moving segment of the artery. The procedure was done under fluoroscopy and ivus was not done after initial stent placement. No other anomalies were noted. The length and diameter of the dilatation balloon was 10 x 40mm. The fracture was not treated and another stent was used and deployed in the same place. There are no known patient complications noted to date. The device will not be returned for analysis. The device history record (DHR) review of lot n0614302 revealed no anomalies or non-conformances associated with the reported event. According to the IFU the user should, under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged. After stent positioning, hold the delivery system immobile and retract the csi to uncover the stent. Caution: after completely retracting the csi, do not re-advance it over the positioned stent to avoid dislodging the stent. Using an inflation device, steadily inflate the balloon under fluoroscopy to the nominal pressure recommended on the label. Expand the diameter of the stent to the diameter of the reference duct. A documents cause of stent fracture may be internal stress on the structure. A significant amount of internal stress is considered to be transmitted to the stent material as a result of pulsatile flow. This phenomenon is described as higher in stents placed in the pulmonary artery or aorta. The reported ¿stent- fractured-separated (peripheral)¿ could not be confirmed as the stent remains implanted in the patient and was not returned for analysis. The exact cause could not be determined. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Addendum (05/11/2015): the device was stored, handled, and prepped according to the IFU. There weren¿t any anomalies or other damages noted to the device or packaging. The stent was originally placed at the facility. The target lesion characteristics were unknown. The stent was not implanted in an actively moving segment of the artery. The procedure was done under fluoroscopy and ivus was not done after initial stent placement. No other anomalies were noted. The length and diameter of the dilatation balloon was 10x40mm. The fracture was not treated and another stent was used and deployed in the same place. There are no known patient complications noted to date. A single photo was provided. The product was implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during an unknown procedure, the 25mm xd palmaz genesis stent fractured during expansion by a competitor balloon at 14 atmospheres (atms). The stent fractured insitu in the left pulmonary artery (lpa), and the fractured pieces cannot be taken out. The fracture was confirmed by fluoroscopy. A second stent of the same size was implanted on the top to reinforce the stent. There was no report of patient injury. The device is implanted and will not be returned for analysis.

Manufacturer narrative:
Concomitant medical products: competitor balloon. Initial reporter phone: (B)(6). (B)(4). The device remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.